Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive or intermittently had a delayed response to customer's interaction; consequently, the pump touch screen failed to register the customer's interaction causing the pump display to turn off. Additionally. The pump would register touches that were not performed by the customer. There was no reported impact to customer's blood glucose. No additional patient or event information was available.